Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump received motor error alarm during basic occlusion test due to loose/flush drive support disk. Unable to perform the unexpected restarted error test, unable to verify prime alarms or perform prime test due to motor error alarm. The insulin pump received with normal operating current. The insulin pump passed self-test. The insulin pump passed off no power test. The insulin pump received with minor scratched lcd window, loose drive support disk, missing end cap sticker, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer states drive support cap was loose. Customer's blood glucose was maybe 165 mg/dl. It was advised that insulin pump will be replaced.